Event description:
Report of an inferior anchoring plate fracture in a 2-level roi-c cervical fusion two months post original surgery. Revision surgery was performed on (B)(6) 2013, to remove the roi-c construct at c6-c7. It is noted that the use of roi-c in a 2-level construct is considered off-label use of the device. Investigation is on-going. Ref 304788213-2013-00006.